Event description:
It was reported that the tracheostomy tube had cuff leak. Pt was recannulated.

Manufacturer narrative:
If sufficient info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report. Reference associated reports: 2936999-2011-00687, 2936999-2011-00723, 2936999-2011-00724, 2936999-2011-00725.